Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg38-j10ut-us is available in the USA with a 510k number k200090. We checked the returned unit and confirmed that the ccd module defective. Based on the result, we concluded that it was caused due to the ccd module defective.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.